Manufacturer narrative:
Lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the optic torn/split. The lens was returned in two pieces. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, diopter -13.0/+1.0/090 into the patient's left eye (os), the lens tore/broke. The surgeon implanted and explanted the lens on (B)(6) 2017. On (B)(6) 2017 an alternate lens was implanted. The problem was resolved.